Event description:
Device report 2 of 2: reference MFR. Report: 1627487-2012-09828.

Manufacturer narrative:
Evaluation: results: a microscopic inspection of the leads terminal end did not find any deformities. The lead and extension passed all mechanical and electrical testing during analysis. There was some resistance when inserting the lead into the extension header assembly. If the lead had not been fully inserted into the header assembly during attempted implant, this would have resulted in the invalid impedances observed. The issue was not duplicated in the lab. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.